Event description:
The customer reported that the system locked up and continued to beep but not update the image. The customer rebooted the system and was able to complete the case. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.